Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having problems with the act button. The customer's blood glucose level was unk. The customer also mentioned that the up button was not working. The customer did not recall any significant events leading up to the keypad issues. Advised the pump wil need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back up plan per healthcare provider's instruction. Advised customer that a loaner pump would be sent. No add'l info provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The device had stripped battery cap at coin slot area, cracked battery tube threads, and cracked reservoir tube lip.